Manufacturer narrative:
Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 492 mcg/day via an implantable pump for multiple sclerosis. On (B)(6) 2022, it was reported that the patient had developed a seroma over the pump inside the pump pocket after a refill procedure on (B)(6) 2022. This refill occurred after a pump replacement procedure on (B)(6) 2022. On (B)(6) 2022, the seroma was aspirated and the sample tested showed cerebrospinal fluid. A potential catheter leak from the pump section of the catheter was suspected. The catheter was replaced on (B)(6) 2022. No environmental/external/patient factors that might have led or contributed to the issue were noted. The issue was considered resolved at the time of the report. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
H3: the catheter was returned for analysis. Analysis of the catheter identified coring/tearing in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history included multiple sclerosis. The serial number of the pump was (B)(6). The serial/lot number of the explanted catheter was unknown. The healthcare provider was only able to confirm that the catheter was implanted in (B)(6)2008. The date 2(B)(6)2008 is considered an approximate date of catheter implant (specific year known only). Prior to the catheter replacement surgery on (B)(6)2022, interrogation showed 33.1 ml drug in the pump reservoir regarding baclofen (lioresal) with concentration 2000.0 mcg/ml at a dose rate of 492.4 mcg/day. The model 8731 catheter was replaced with a model 8780 catheter. The catheter was being returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot#/serial# unknown implanted: (B)(6)2008 (approximate date, specific year known only) explanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.